Manufacturer narrative:
The field service engineer (fse) observed fluid leaked under the instrument at pinch valve vl6. Vl6 is the pathway for hemoglobin vent and drain. The fse replaced the tubing and validated system performance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported less than five (5) milliliters of yellow fluid leaked from the front of the instrument involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.